Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of the incident and was treated with manual injection. The customer stated that they had high blood glucose for the last three weeks. The customer was assisted with troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active and automatically adjusting insulin at time of high blood glucose event. The customer alleged that the insulin pump was under delivering insulin as their blood glucose was not going down. The customer reported that the insulin exited at the quick release. The insulin pump passed the displacement and the high performance. The device will not be returned for analysis.